Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl-1570stk is available in the USA with a 510k number k162151. We checked the returned unit and confirmed that the insertion flexible tube (ift) broken, objective cover lens scratched, ccd module fluid damage, control body fluid damage, u/d lock lever cracked, light guide cable buckled, light guide cable buckled, light guide cable aging degradation, insertion flexible tube (ift) the inside of the cable became to "spiral closer" condition. Based on the result, we concluded that the it was caused due to the ccd module fluid damage; however, other failure is not related to the alleged complaint.